Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a premature infant underwent a colon repair procedure on (B)(6) 2015 and absorbable hemostat was used around the liver and spleen. Since the surgery, the child has had an elevated white cell count and despite multiple rounds of antibiotics, is not getting better. The bacteria infection is hermannii (ecoli family). Currently, the patient is improving.